Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port broke; subsequently, a leak was noted. On an unspecified date, the primary plumset was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary prot on the cassette of the primary plumset for a piggyback delivery of an unspecified medication. After an unspecified length of time, the customer contact reported that the semi-rigid adapter of the clave secondary port broke and an unspecified volume of solution leaked. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the primary tubing set was replaced and the therapy was resumed. `

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.